Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment representative reported that damage to x-stage cover was observed caused by docking pins. X-stage cover was removed and dents were manually removed from the cover. X-stage cover was reinstalled. System re-homed and motion functionality restored. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the imaging system would not dock due to a damaged x-stage cover. There was no patient present at the time of the issue.